Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed for unspecified reasons. An aus device consisting of two 3.5cm cuffs, a 61cm pressure regulating balloon, and a control pump were implanted.